Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tower that the video system center (cv-190) was on, wasn't where the popping sound and smoke originated from and that it was unrelated to the cv-190.

Event description:
An olympus employee reported on behalf of the customer, the evis exera iii video system center had a popping sound and then had smoke coming from it. The issue was found during an unknown event. The customer later reported that they thoroughly inspected the device and it was back in service. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.